Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 implantable tachy lead implanted 2008 (B)(6); 5076 implantable pacing lead implantable pacing lead implanted 2007 (B)(6). (B)(4).

Manufacturer narrative:
For example when there is a change to causal code after investigation: further review prompted a change in the device analysis results.

Event description:
It was reported there was premature battery depletion. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4), the device was returned and analyzed. Analysis of the returned device found a high current drain condition due to current leakage in a ceramic capacitor.